Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 mg/dl. Infusion set was changed multiples times in attempt to address bg; however, bg would not decrease. A correction bolus via the pump and a cartridge change resolved bg. Additionally, air bubbles were observed within the infusion set tubing. A supply change was performed resolving the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.